Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 133.6080¿ was confirmed. ¿ received on (B)(6) 2025, pcu device was received unboxed and with paperwork. ¿ testing analysis confirmed the reported issue. ¿ error code 133.6080 due to low battery. Field service workmanship. ¿ device to be returned to san diego repair center for normal processing. ¿ bd san diego repair center to condition the battery to ensure battery health. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 133.6080¿ was confirmed. Received on 17-dec-2025, pcu device was received unboxed and with paperwork. Testing analysis confirmed the reported issue. Error code 133.6080 due to low battery. Field service workmanship. Device to be returned to san diego repair center for normal processing. Bd san diego repair center to condition the battery to ensure battery health. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.